Event description:
It was reported that the customer noted what they thought was "battery acid" was leaking around the usb port area of the pump. The pump was confirmed to be able to charge normally. The customer's blood glucose level was 301 mg/dl. The customer took a correction shot and blood glucose level was reported to have come down to 270 mg/dl. During troubleshooting with tandem technical support, the customer stated that a crusty "liquid" was noted around.

Manufacturer narrative:
No product returned for evaluation. Should new relevant information become available, a follow up supplemental report will be submitted.